Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked, rendering the display unreadable and preventing confirmation of dosing; the user believed a seat belt could have impacted the screen, and a replacement device was provided with instructions for return of the damaged unit. Symptoms included no reported adverse clinical effects and blood glucose in the 140s. Outcomes included discontinuation of the affected pump, transition to backup therapy, and use of cgm as available. Investigation included collection of device history and return logistics to enable product evaluation. Investigation of this device revealed external physical damage to the touchscreen consistent with impact, causing loss of display function and inability to verify dosing, with no associated alarm reports. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.